Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026 the patient¿s father-in-law found the patient on the floor, appearing incoherent and close to losing consciousness. Dexcom g7 cgm reportedly displayed a value of 55 mg/dl. The patient was transported to the hospital and admitted to the intensive care unit on (B)(6) 2026. Upon evaluation at the hospital, the patient was informed that her blood glucose level was in fact above 300 mg/dl. The patient was diagnosed with diabetic ketoacidosis and treated with insulin therapy. Due to her unconscious state, a feeding tube was placed. The patient was discharged on (B)(6) 2026. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.